Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. There were no indications of a stop of ventilation. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate any ventilator malfunction. The conclusion is that there are no indications of ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator stopped working during patient treatment. There was no patient harm. Manufacturer's ref. #:(B)(4).